Manufacturer narrative:
Manufacture rec'd an original notice, a user fell and sustained unspecified injuries from a shower chair manufactured by invacare. No details of injury were provided. The device is likely a distributed product, and conformation of device lot number would provide the info to determine MFR. No lot number of the alleged device has been provided. The insurance carrier was contacted and no add'l details regarding the alleged event were provided. A more thorough analysis would require product return. MDR filed on alleged unconfirmed injury indicated by the insurance carrier. Device return not anticipated.

Event description:
The letter from the insurance carrier alleges that an unk shower chair manufactured by invacare gave way, causing the consumer to fall and sustain injuries. No details on the alleged incident or injuries are known at this time.